Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of no audio, which was confirmed and reproduced at power up. The cause was found to be a failed speaker. The rear case assembly, including the failed speaker, was replaced.

Event description:
It was reported that a spectrum pump had no audio output. It was also reported there was no patient injury.